Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement, perforation, no capture, undersensing and no r-wave sensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.